Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 1ml luer-lok syringe had a deformed stopper. The following information was provided by the initial reporter: abnormal shape at the top of plunger.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 14-aug-2023. H.6. Investigation summary: one sample and two photos were provided to our quality team for investigation. Through visual inspection a jammed stopper condition was observed. Potential root cause for the jammed stopper defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd 1ml luer-lok syringe had a deformed stopper. The following information was provided by the initial reporter: abnormal shape at the top of plunger.